Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive universal seal was used on a trocar, and when the robotic scissor was placed into the trocar, the rubber seal on the universal seal broke off into the patient's abdomen. The part that broke off was retrieved, and the universal seal was replaced and removed from the field.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received a da vinci product to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal accessory was analyzed. The universal seal was found to have a tear on the black rubber duckbill. The torn piece was returned with the seal.

Event description:
Refer to h11 for follow-up information.